Event description:
A patient underwent aaa repair on (B)(6) 2009. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as prescribed and a final angiography revealed a type IV endoleak from the main body. The physician took a wait-and-see approach. The status of the patient is unknown.

Manufacturer narrative:
(B)(4). The zenith line of products have addressed all requirements showing the device meets the predetermined design requirements and the design requirements meet the needs of the user. Additionally, all devices are shipped with instructions for use (IFU) listing the indications for use, warnings and precautions, contraindications, and the proper deployment sequence. The physician's comments are documented; "it was considered that the type IV endoleak would be neutralized after the procedure since anti-platelet medicines, such as aspirin, were given before the procedure." Without procedural images the root cause or the type of endoleak, cannot be definitively reported at this time. We have notified the appropriate individuals and we will continue to monitor for similar complaints.